Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total laparoscopic hysterectomy on (B)(6) 2019 and suture was used. During continuous suturing on the fascia for closing the port site, the needle was broken at the swage part. Further details are not provided. There were no adverse consequences to the patient.